Event description:
It was reported that the patient was admitted to the health care facility to perform a pocket revision due to a pain experienced because of the initial pocket sizing. During the revision, this right atrial (ra) lead exhibited evidence of abrasion on the insulation which was suspected to have occurred with a surgical instrument during the initial implant of the lead. The physician performed a repair on the insulation, however, during fluoroscopy examination, the lead appeared to be dislodged. The lead was successfully explanted and replaced. The physician reported that no loss of capture or pacing inhibition was noticed prior to the intervention. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field f10: impact codes correction to field h6: impact codes.

Event description:
It was reported that the patient was admitted to the health care facility to perform a pocket revision due to a pain experienced because of the initial pocket sizing. During the revision, this right atrial (ra) lead exhibited evidence of abrasion on the insulation which was suspected to have occurred with a surgical instrument during the initial implant of the lead. The physician performed a repair on the insulation, however, during fluoroscopy examination, the lead appeared to be dislodged. The lead was successfully explanted and replaced. The physician reported that no loss of capture or pacing inhibition was noticed prior to the intervention. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the health care facility to perform a pocket revision due to a pain experienced because of the initial pocket sizing. During the revision, this right atrial (ra) lead exhibited evidence of abrasion on the insulation which was suspected to have occurred with a surgical instrument during the initial implant of the lead. The physician performed a repair on the insulation, however, during fluoroscopy examination, the lead appeared to be dislodged. The lead was successfully explanted and replaced. The physician reported that no loss of capture or pacing inhibition was noticed prior to the intervention. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was torn at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patients blood chemistry. The degradation then led to the observed tear.